Event description:
The consumer reported that they had a fall down the stairs due to balance issues. Since then, they were in a lot of pain and had bladder control issues. The patient doesn't know if they did anything to the system. Every time they sit down, they have a bad pain that runs down their leg and it wouldn't stop. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.